Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through a follow up phone conversation with the health care provider, it was learned that no additional information will be provided. It remains unknown why this device was explanted. Device was replaced with a 27mm model 6900ptfx mitral valve. It remains unknown if the device is available for return and evaluation. No operative report, discharge summary or patient history is available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately one (1) year, seven (7) months, twenty-seven (27) days, was explanted due to unknown reasons.